Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and the customer also report the no delivery alarm and customer states they had tried all remedies. The customer blood glucose level was 420 mg/dl to 500 mg/dl and customer¿s other blood glucose was 500 mg/dl to 600 mg/dl. Customer treated with insulin pump and manual injection. The insulin pump will be returned for analysis.